Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 7 bd plastipak¿ concentric luer lock syringes experienced leakage past the stopper. The following information was provided by the initial reporter: leakage at the level of the sealing (black plastic) around the piston which must prevent the liquid from leaving the syringe by the piston.

Event description:
It was reported that 7 bd plastipak¿ concentric luer lock syringes experienced leakage past the stopper. The following information was provided by the initial reporter: leakage at the level of the sealing (black plastic) around the piston which must prevent the liquid from leaving the syringe by the piston.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 13-dec-2022. H6: investigation summary one sample was provided to our quality team for investigation. Through visual inspection, a leakage past the stopper ribs was observed. There is no other damage or defects on the barrel or syringe components and the stopper is verified to be properly assembled onto the plunger rod. A device history review was performed for the reported lot 2204094, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. The returned sample underwent the same tests and product met required specifications. Given that we did not observe any defect within the sample that could have caused the leak, we cannot identify a definitive root cause at this time.

Event description:
It was reported that 7 bd plastipak¿ concentric luer lock syringes experienced leakage past the stopper. The following information was provided by the initial reporter: leakage at the level of the sealing (black plastic) around the piston which must prevent the liquid from leaving the syringe by the piston.

Manufacturer narrative:
The following fields were corrected due to clarifying information: g4: date received by manufacturer: 09 nov 2022.